Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. (B)(4).

Event description:
The customer's parent reported that the blood glucose reading was 400 mg/dl at the time of the blank display. The customer treated with manual injection. The parent also reported that a no delivery occurred every once in a while during priming. The parent was unable to troubleshoot for the issue and was advised to call back if the issue recurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump fell and their screen went blank. The blood glucose reading is unknown. Nothing further reported.